Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5072763. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5072760. Sc-1132; (B)(6): the ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70; (B)(6): visual inspection revealed that the lead was cleanly cut into two pieces approximately 24 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Sc-2218-70; (B)(6): visual inspection revealed that the lead was cleanly cut into two pieces approximately 24 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was performed on the devices instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control. Also, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint is known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. The patient is doing well post operatively. The devices were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6). Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. The patient is doing well post operatively. The devices were disposed of by the facility.